Manufacturer narrative:
A review of complaint history, device history record, quality control data, and visual inspection of the returned device was conducted during the investigation. A physical evaluation of the returned complaint device was performed in the lab, during which a table top leak test was performed. A dilator in the lab with an occluded tip was used to aid in the leak testing. It was noted that the device did not indicate any leak with the dilator inserted and no tears were present in the silicone discs or iris valve. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. There were no other reported complaints for this lot number. Based on the information provided and the results of our investigation; a definitive root cause could not be determined, measures have been conducted to address this failure mode. Monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The reported device has been received, an evaluation is in progress.

Event description:
It was reported that during the repair of an abdominal aortic aneurysm (aaa) on the (B)(6) male patient, using a zenith flex aaa endovascular graft bifurcated main body, the valve on the sheath leaked throughout the duration of the procedure. The procedure was completed with the complaint device; however, there was some blood loss during the procedure, although the exact amount of blood loss could not be determined.. It was reported that the patient did not require additional blood products.